Event description:
It was reported that when using the bd pyxis¿ medstation¿ es internal return bin had been loose and had been pulling out of the drawer. Customer stated that the bin had needed to be reattached or replaced. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the internal return bin was loose and was pulling out of the drawer. A field service engineer found the return bin loose and replaced the missing screws to secure it properly. The fse shook the return bin to verify stability and confirmed that it would not pop out. The system functioned as intended after the field service engineer repaired the device.